Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing rising thresholds and impedance over time. The lead was explanted and replaced. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.